Event description:
The customer reported being hospitalized due to high blood glucose and heart issues. The blood glucose readding was 200 mg/dl. The customer was experiencing unexplained high glucose for the past hours. Troubleshooting was performed. The customer's most recent glucose reading was 60 mg/dl, and she has treated with food. The programming, time, and date were correct. Ran a fixed prime test and the test passed. A tubing clamp was not available to perform the high pressure test at time of call. The customer stated that she does not notice bent cannulas often. The customer uses the reservoirs for five days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.